Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result." Under precautions, "intraoperative fracture or breaking of instruments has been reported."

Event description:
It was reported that during an anterior cruciate ligament fixation procedure on (B)(6) 2016, the fastener retracted out of the femoral tunnel. The surgeon attempted to remove the fastener and cut the loops; however, the button was well-fixed and remained in the cortex. An endo button was used to complete the procedure with an approximately 30 minute delay.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an anterior cruciate ligament fixation procedure, the fastener retracted out of the femoral tunnel. The surgeon attempted to remove the fastener and cut the loops; however, the button remained in the cortex. An endo button was used to complete the procedure with an approximately 30 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that during an anterior cruciate ligament fixation procedure, the fastener retracted out of the femoral tunnel. The surgeon attempted to remove the fastener and cut the loops. The button was retained by the patient; however, it did not remain in the cortex. An endo button was used to complete the procedure with an approximately 30 minute delay.